Event description:
It was reported the pt experienced a fading sensation/no stimulation at the paresthesia area. There was no known accident or incident related to the complaint. The pt was seen by the MFR representative at the clinic. The representative checked impedances. Impedance readings >4000 ohms was found on all of the bipolar pairs. The pt's status was undetermined. Additional info has been requested from the hcp, but was not available as of the date of this report.